Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the incident reported was likely due to the reported patient fall. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 02-020-12-0225 - truliant ps por fem ps por left sz 2.5: (B)(6). 02-022-44-2011 - truliant tib imp psc insert sz 2, 11mm: (B)(6). 02-022-55-2020 - truliant por tib tray size 2f/2t: (B)(6). 200-07-29 - advanced patella 29m 3 peg implant: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient suffered a fall and four days later reported feeling pain in left knee, at which time she received a knee brace as treatment. No further medical intervention and no further impact to the patient was reported. No other information is available.